Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for three patients on (B)(6) 2014. The samples were repeated on the same instrument and the results did not match the initial results. Please refer to the patient data table attached. The samples were collected in bd 13 x 75 mm, 4 ml collection tubes and were centrifuged at four thousands g-force for ten (10) minutes at room temperature. Calibration passed on (B)(6) 2014 with reagent lot 424514 and calibrator lot 337222. All quality control were within specification, and no error was noted in the event log. System check passed on (B)(6) 2014, and failed on (B)(6) 2014 but passed upon repeat. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. This report is related to the results on (B)(6) 2014 for patient one, and there was no report of injuries or change to patient treatment in connection with the results.

Manufacturer narrative:
The fse performed a passing vacuum test, system check, high sensitivity (hs) system check, and carry over. Precision test by repeating one sample ten times and five times both recovered 2% coefficient variation (cv). In conclusion, the cause of the event could not be determined with the available information. There was no indication that access accutni+3 reagent was returned for evaluation. All MDR associated with this report are: 2122870-2014-00825, 2122870-2014-00837, 2122870-2014-00838.